Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigator visually inspected the pump and a disposable cassette was attached for tests which passed. According to the investigation the customer problem could not be repeated or verified. Investigation found no sign of fluid ingression or damage on downstream occlusion sensor. However, investigator replaced the pump downstream occlusion sensor for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient was involved in this event. No adverse effects were reported.